Event description:
It was reported that an ilet would not power on despite being placed correctly on the charger with a solid green indicator after the device had been allowed to fully discharge and remain unpowered for an extended period; standard troubleshooting was performed, including outlet changes, reseating on the charger, and prolonged power-button presses, without response, and a replacement was arranged. Symptoms included no alarms and no device vibration or wake response. Outcomes included interruption of therapy and the need for device replacement. Investigation included customer troubleshooting and education. Investigation of this case revealed a failure to power on consistent with a sleep/wake button or power-circuit malfunction, with the charger and charging indication functioning as expected. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.